Event description:
It was reported per field service report: pump was on pt: intra-aortic balloon pump less than 12 months old. Symptom - check out fiber optics. Pressure limit & excessive offset errors. Findings/actions taken: got same errors with tester. Powered down & dc breaker off for 10 minutes; same errors, fiberoptix sensor (fos) bulb is green. No pressure readings until 50 mmhg on tyco's, then max on screen to 350 mmhg. Changed out fos slider, no change. Replaced fos printed circuit board (pcb), ok in status and pressure reading correct. Replaced data key receptacle for precautionary reasons. Ran pump for 1.5 hours and no problems. Passed functional test.

Manufacturer narrative:
(B)(4). Device eval: the fos pcb, fos slider and data key receptacle were returned for eval. The fos slider was installed onto a known good engineering autocat2 wave intra-aortic balloon pump (iabp). The slider was then tested with a fiberoptix tester, digital manometer and tycos gauge to determine if the adaptor showed proper pressure readings on the iabp display head when in use. The adaptor was subjected to four pressures. When the readings on the manometer were compared to the iabp display readings they were accurate. The connector was then visually and physically examined and was found to be clean and properly aligned. The data receptacle key was then replaced with the key under question and retested in the same manner where all testing revealed accurate results. The fos pcb was installed onto the same engineering iabp with the data receptacle key where they were functionally tested with the above fos slider. While under test, the iabp generated the eo (excessive offset) message confirming the complaint. The fos pcb was also tested with a known good fos slider and cal key and the same error message was generated confirming the complaint. The reported complaint of excessive offset (eo) fos errors is confirmed. The fos pcb displayed excessive offset when connected to a known working iabp causing it to fail functional testing. The root cause of the defect to the fos pcb could not be determined.